Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015. Product analysis: the device was returned and evaluated by product analysis on 08/14/2015 with the following findings: the complaint could not be investigated due to an unrelated blank display issue. The pump powered on with a blank display screen. No moisture was observed behind the display lens. Unrelated to the complaint, a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.